Manufacturer narrative:
The initial reported event was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient "suffered physical and other injury", and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. (Patient) has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective (lead) removed or replaced." On 2019-03-08: it was further report that the patient¿s right ventricular (rv) lead exhibited oversensing due to a fracture. The rv lead was capped and replaced.